Event description:
It was reported that during equipment testing conducted at the user facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The safety bar lever locking mechanism was jammed due to improper cleaning, as determined by the service technician of the manufacturer foreign subsidiary. The device was repaired and returned.

Event description:
It was reported that during equipment testing conducted at the user facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.